Manufacturer narrative:
Additional information was received that there is no any concern regarding the ipg at this point.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason. It was also reported that the patient had high impedances on many contacts. The patient was referred for lead replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg and lead replacement procedure. No device malfunction was suspected on the ipg. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason. It was also reported that the patient had high impedances on many contacts. The patient was referred for lead replacement.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8116-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason. It was also reported that the patient had high impedances on many contacts. The patient was referred for lead replacement.